Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was in 20 mg/dl. The paramedics were called and transported customer to hospital. Customer stated that the bottom of the insulin pump giving insulin and the whole casing of plunger opened. This hospitalization happened three to four years ago. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.